Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The patient usually tests her blood glucose 1x daily and manages her diabetes with oral medications (type/ amount not specified). The alleged issue began on (B)(6) 2012. That morning, the patient reported a blood glucose result of "157 mg/dl" with the subject meter. The patient's usual/ expected blood glucose reads "less than 130 mg/dl." The patient denied making changes to her usual diabetes management routine. About 3pm that afternoon, the patient claims she was "not feeling right" and was sweating. The patient obtained a blood glucose result of "84 mg/dl" with the subject meter. The patient was given orange juice as treatment and felt better afterwards. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.